Event description:
A "malf 0," was reported on the pump by the caller, but no significant events occurred prior to the malfunction, and there was no adverse impact to the customer's blood glucose level. The malfunction code was resettable. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump.